Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a gi bleeding workup due to dark stools and low hemoglobin levels. The lvad parameters remained unchanged. The patient was transfused with packed red blood cells and anticoagulation was briefly stopped. Two bleeding spots were found in the proximal ileum via endoscopy and were ablated. The bleeding resolved and the patient was restarted on coumadin. The patient was stable and discharged on (B)(6) 2015.